Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported. This device is not expected for return due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).